Manufacturer narrative:
Additional data provided 23oct2024. Another patient initial magnesium result = 9.17 repeat result = 1.63 updated section b5 describe event or problem. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided: initial result = 8.64 mg/dl, repeats = 2.07 and 2.07 mg/dl. Reference range = 1.6-2.6 mg/dl. Precision run on same patient = 2.0, 2.09, 2.08, 2.06, 2.07, 2.60. Additional data provided 23oct2024: another patient initial magnesium result = 9.17 repeat result = 1.63 no impact to patient management was reported.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided: initial result = 8.64 mg/dl, repeats = 2.07 and 2.07 mg/dl. Reference range = 1.6-2.6 mg/dl. Precision run on same patient = 2.0, 2.09, 2.08, 2.06, 2.07, 2.60. Additional data provided 23oct2024: another patient initial magnesium result = 9.17 repeat result = 1.63 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, and performed multiple troubleshooting procedures including replacement, cleaning, and calibration of parts but was unable to determine a single definitive likely cause of the result issue. The architect c4000, serial number (B)(6) was considered the likely cause of the issue. Data and information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 processing module did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided: initial result = 8.64 mg/dl, repeats = 2.07 and 2.07 mg/dl. Reference range = 1.6-2.6 mg/dl . Precision run on same patient = 2.0, 2.09, 2.08, 2.06, 2.07, 2.60 no impact to patient management was reported.